Event description:
Device issue: failure to cross, dislodged stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the xience v stent met resistance upon advancement in the unspecified vessel and was unable to cross the target lesion. After the xience v was removed from the pt, it was noticed that the stent had moved from the balloon markers and was no longer crimped on the balloon. Another unk stent was used to complete the procedure. There were no adverse pt effects. There was no additional info provided. Device analysis found the stent dislodged from the balloon and returned on the distal shaft.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.